Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting was completed and it was noted that the boluses were not recorded correctly. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: during investigation, the bolus history from the time of the incident was overwritten. Unable to confirm the complaint of 0.15u bolus being delivered due to overwritten data. The pump was exercised for 24 hours with no un-programmed boluses delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.